Event description:
It was reported that the device classified an episode of ventricular tachycardia as supraventricular tachycardia due to the onset criteria and therapy was withheld. The clinician identified the rhythm as ventricular tachycardia as the ventricular rate was fast than the atrial rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).